Event description:
The complainant reported an over-delivery of feeding for an adult pt (no other pt information provided) using a quantum pump, list #50598. It was reported that the pump would not allow a dose limit to be set and when the user attempted to set the dose limit, the pump actually set the rate of delivery instead. It was reported that the tube feeding then was delivered too quickly and the pt received approximately 400 ml over a two hour period rather than the intended 60 ml per hour (233% over-delivery). The pt became nauseated and the tube feeding stopped and the physician notified. The tube feeding was held for five hours and then resumed. There was no report of serious injury or illness associated with the event, however, the amount of reported over-delivery is considered medically significant.

Manufacturer narrative:
The laboratory evaluation of the pump indicated that a crack was observed in the pump handle and the set dose setting and volume fed setting were nonfunctional. The set rate was operative while in the set dose setting. Due to the failure of the set dose setting, the pump will not automatically stop and alarm dose fed if the dose feature is used. The failure of the dose setting appears to have been caused by the magnet in the detent knob not being fully seated and the weaker hall effect switch. Due to the internal and external damage to the pump, the lab indicates that the pump may have been dropped which would be considered use error.